Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating the hip in the bathroom. The surgeon coverted from a netural to a lipped liner and a larger head to stablize the joint.